Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, noticed a mark on the lens. The lens was left in the eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Two photos were provided. One is of the label set. The second photo was of an implanted single-piece lens. One haptic/optic junction was visible at the bottom of the photo. A large scrape mark was observed to the left of the haptic. This appears to be on the anterior surface. The damage was similar in appearance to damage caused when the plunger overrides the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, the lens appears to be damaged. It is difficult to make a final determination without evaluation of the physical sample. Associated products were not provided. It is unknown if qualified products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The root cause cannot be determined based on available information. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).